Event description:
On (B)(6) 2009, the patient reported that he has experienced issues with 4 insulin cartridge plungers sticking to the piston rod of the infusion device. He stated that he does not pull the insulin cartridge from the infusion device. He stated this occurred the week of (B)(6) 2009 and the week of (B)(6) 2009. He stated that when it would occur, he would turn the infusion device upside down and allow the insulin to pour out and he would continue using the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.